Manufacturer narrative:
(B)(4).

Event description:
Further information was received regarding the event of this patient in (B)(6). The patient received lioresal at an unknown concentration and dose via an implantable pump. The patient¿s concomitant medications and medical history were not obtainable. The company representative first became aware of this event on (B)(6) 2017 and the event date itself was reported now as (B)(6) 2017. As reported, the event occurred during normal use. Diagnostic testing, troubleshooting, interventions and actions were reported as checking the logs. The pump explant date was now provided as (B)(6) 2017. The pump was expected to be returned. At the time of this report, the patient¿s status was reported as alive-with injury and the issue was reported as unresolved.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a pump tube integrity anomaly; an unconfirmed pump tube breach and a feedthru anomaly; fluid based pin short. Destructive analysis identified moisture and residue in the motor cavity which resulted in fluid based pin short. Analysis identified an area on the internal pump tube that is consistent with a breach, however, no leaks were identified during the internal pump tube pressure leak test. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy (300 ul/day and 24,000 ul/day). The battery voltage tested within specification. Visual inspection of the hybrid did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-feb-17, additional information was received from a foreign manufacturer representative (rep). Additional information reported the patient's cerebral palsy was the underlying condition. There were no clinical side effects. The pump was explanted on (B)(6) 2016. After the replacement, the patient did not report any complaints. This meant the problem had been solved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The pump was implanted in (B)(6) 2016. For the past week, the two-tone pump alarm occurred several times a day. The hcp checked the settings, refilled the pump, and updated the pump without resolution. There was no known environmental/external/patient factors that may have led or contributed to the issue. No mris were performed. The hcp was considering explant of the pump. An attached image of the clinician programmer indicated 3 motor stalls occurred from (B)(6) 2017 (motor stall recovery on (B)(6) 2017 at 15:44, motor stall at 23:04 with recovery at 23:28, and a motor stall on (B)(6) 2017 at 05:53 with recovery at 07:56. There were no symptoms reported. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the event date was (B)(6) 2017. The pump was implanted on (B)(6) 2016. The pump was explanted on (B)(6) 2017. The patient was female and (B)(6) years old. When asked ¿was there harm, injury to the patient?¿ the response was ¿cerebral palsy¿ [interpreted as a pre-existing condition, not that the motor stalls caused the patient¿s cerebral palsy].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.